Manufacturer narrative:
(B)(4). Batch#m9117r the device was returned with the tissue pad damaged, melted and 100% present. The tissue pad was attached to the clamp arm and not detached as reported by the customer. The device was connected to a test hand piece and a gen11 and the device did activate during functional testing. Probable causes of tissue pad damage are applying pressure between the instrument blade and tissue pad without having tissue between them. Avoid activating the blade without tissue between the blade and tissue pad to prevent damage to the tissue pad. Keep the clamp arm open when back cutting or while the blade is active without tissue between the blade and tissue pad to avoid damage to the tissue pad. The batch history records were reviewed with no anomalies noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. Device not returned. No device received for analysis at time of submission of 3500a. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Additional information requested: did the tissue pad melt? (See pictures attached which show the pad being loose, but not fallen off the clamp arm; and another photo of the ¿groove¿) or did any part of the tissue pad detach from the clamp arm and fall off? (Not melted away, but a piece broke off?) Does the surgeon activate the device with the jaws closed, with no tissue between the jaws? If the tissue pad fell off of the clamp arm is it being returned with the device? Or was the detached tissue pad discarded?

Event description:
It was reported that before an unknown procedure, before use of the device the tip white blade fell down. Unknown how case was completed. There was no adverse patient consequence reported.